Manufacturer narrative:
Philips service reinstalled software and replaced the monitor, restoring system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the screen intermittently displayed black/white during clinical use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.